Event description:
It was reported that during use with the bd vacutainer® lh pst¿ ii plus blood collection tubes, there was a particle in a tube that caused a pipetting error. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to fibrin as all samples met specifications. All 10 samples falls comfortably within the effective range. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during use with the bd vacutainer® lh pst¿ ii plus blood collection tubes, an unspecified number of tubes did not have a sufficient quantity of additive causing fibrin to be present. This led to pipetting errors with the instrumentation. There was no report of patient impact.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: b.5. Describe event or problem: it was reported that during use with the bd vacutainer® lh pst¿ ii plus blood collection tubes, an unspecified number of tubes did not have a sufficient quantity of additive causing fibrin to be present. This led to pipetting errors with the instrumentation. There was no report of patient impact. Imdrf annex a grid. A0302.

Event description:
It was reported that during use with the bd vacutainer® lh pst¿ ii plus blood collection tubes, an unspecified number of tubes did not have a sufficient quantity of additive causing fibrin to be present. This led to pipetting errors with the instrumentation. There was no report of patient impact.